Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced shortness of breath. It was also reported that the right atrial (ra) lead exhibited variable impedance in both unipolar and bipolar configurations and a warning was alerted. It was also reported that the ra lead exhibited high impedance, which resulted in a polarity switch. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.